Event description:
It was reported that the user experienced low blood glucose while using a continuous glucose monitoring system in conjunction with the ilet, with fingerstick readings of 68 and 66 mg/dl and concerns about sensor connectivity due to lack of internet or wi-fi. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting and education provided by support, including guidance to reconnect when internet or wi-fi is available to improve data transmission and sensor functionality. Investigation of this case revealed that the cause of the hypoglycemia was unclear, and no device malfunction was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.